Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device history record review revealed nothing relevant to this event. The cause of the event is undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a right meniscal repair procedure, the surgeon introduced the speed cinch into the knee. When he inserted the cinch, the surgeon was unable to get through the meniscus and as he tried to insert the cinch, the device fell apart where the needle shaft meets the actual device. The surgeon did not bother with a second speed cinch, instead he performed a menisectomy. Patient is a male, (B)(6). Follow-up investigation: the speedcinch broke into 2 pieces with the shaft/tip breaking while inside the knee. Everything was retrieved. The broken device pieces were discarded before they were able to be retrieved to return for evaluation.